Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and upgrade kit were installed during the service call.

Event description:
The customer reported that the 9800 system had a problem recording the image. No pt injury was reported.